Manufacturer narrative:
Continuation of d10: product ID a820, product type: software version 2.0.1700. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain indications. It was reported that the patient needed some help with their external device. The patient stated that they called a few months ago to clear the data. The agent on the call assisted the patient in clearing data and the patient was able to connect to the pump, but also saw the 'no pump response' and after a while was able to connect to the pump successfully.

Event description:
Additional information was received from the patient, receiving clonidine and fentanyl via their implantable infusion pump, regarding their external device. It was reported that the patient had called a couple times previously and they were assisted in clearing the cache of information on their handset so that the pump would work faster. The patient mentioned that a lot of times the handset gets all hooked up and it won't deliver the bolus very quickly and they were sitting there for minutes at a time trying to get their bolus and sometimes is disconnects or just spins around in a circle. The agent walked the patient through clearing the data on the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.